Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Phone number not provided.

Event description:
The customer reported the touch panel temporarily did not operate. There was no patient involvement.

Manufacturer narrative:
Date of manufacturer: 09/19/2018. Date of report: 09/22/2018. (B)(4). The service technician could not duplicate the reported event. However there were traces of two (2) dents in the touchscreen. The service technician replaced the touchscreen as a preventive measure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.